Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with pfna nail on an unknown date. Reportedly the patient underwent normal rehabilitation for three months and there was a snap and the patient complained of pain. It was reported the pfna nail broke post-operative. Patient was scheduled to return to the o.r. On (B)(6) 2013 for removal of hardware. Reportedly no trauma nails appear to be broken. No further information was provided. This is 2 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The patient's year of birth was reported as 1932. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: manufacturing evaluation indicated that the screw was intact. The screw had no effect on the pfna-nail fracture.